Event description:
The pt's attorney alleged a deficiency against the device. Per additional information received, the pt has experienced vaginal foreign body (mesh), pain, erosion, recurrence, and dyspareunia.

Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use (IFU) which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).